Event description:
It was reported that a patient being treated for parkinson¿s disease had their right implantable neurostimulator (ins) replaced the day prior to report. The ins was replaced following a low impedance measurement of 9 ohms on the bipolar electrode pair 0 and 3. Impedance testing on all other unipolar electrodes and bipolar electrode pairs was noted to have found ¿normal values.¿ the event reportedly presented a ¿moderate¿ health hazard to the patient and it was noted the patient was admitted to the hospital for recovery. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).